Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00202. The patient was implanted with an ams perigee graft on (B)(6) 2006. It was reported that the patient experienced physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery.